Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the patient interface (pi) product lot cm00867 was received and evaluated. Visual inspection under microscope revealed white debris on the inner and outside of the cone lens. Some residues were also observed on the inner side of the lens. Visual inspection were performed after pi cones lens cleaning and no manufacturing defects were observed in the samples returned. Functional test was performed and the clip properly disengages the left lever handle by applying light pressure on the suction ring assembly. The gripper assembly passed functional clip inspection. Suction testing was performed using the original syringe for the pi returned and it passed test. Dimensional testing results were within specifications and the sample passed suction testing. Results were found within specifications. No failure was detected with the product. The review of the manufacturing record of lot cm00867 was completed and the documentation shows that product was manufactured according to specifications and no deviation or assignable cause was identified when lot was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
The surgery center reported suction loss after the laser was fired. The suction issue was discovered after patient applanation. The procedure completed successfully. No patient injury and/or did the patient require surgical intervention.